Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The go gauge check failed on the left side (display side) of the heater tray at the right front corner point. An internal inspection of the cycler showed that the load cell was improperly at an angle on the load cell bracket. After straightening the load cell on the bracket and adjusting the position of the load cell bracket, the go/ no go gauge check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported iipv event and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a patient line is blocked (soft alarm). A review of the patient¿s treatment records identified that the patient drained 2205 ml during drain 3 of the treatment. This drain volume is 183% the patient's maximum fill volume of 1202 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was reported that the patient is a brand new start to pd therapy and did not complete treatment. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has received their new cycler and but had not yet used it. It was unknown if the old cycler had been picked up for return.